Manufacturer narrative:
Investigation summary. 02/23/2026. Received two (2) written descriptions from the customer with other photos of affected batches. The description stated that the particles were too small to be photographed and were described as fibers. The complaint of particulate matter cannot be confirmed without photos, videos, or the return of the used sample. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B5 - corrected the device name in the event description.

Event description:
A complaint was received regarding empty lifecare container 250 ml size in which it was stated the preparation for fentanyl (batch 50402) was inspected and particulate matter was found in the lifecare container. There was no patient involvement.

Event description:
A complaint was received regarding empty lifecare container 100 ml size in which it was stated the preparation for fentanyl (batch 50402) was inspected and particulate matter was found in the lifecare container. There was no patient involvement.

Manufacturer narrative:
Customer reported interaction number (B)(4). It is unclear what this number is. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.